Event description:
The user reported the catheter hub came loose during a thoracentesis case. The device was replaced and the procedure completed without further complication. No harm or injury was reported.

Manufacturer narrative:
Device eval. One used suspect device was returned for eval. The customer did not indicate if this was the initial use of the device. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. The returned device was examined and the complaint confirmed, the valve body of the catheter had detached from the catheter hub. The root cause is attributed to the assembly process. Corrective actions were implemented in (B)(4) 2012 to correct this issue. This device was mfg prior to implementation of the corrective actions.